Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged. A chest x-ray revealed the lv lead had migrated into the patient's surgical pocket after the dislodgment. Twiddler syndrome was suspected, but was unable to be confirmed. As result, the lead was extracted and a new lv lead was implanted. No additional adverse patient effects were reported.